Event description:
It was reported by the affiliate that the (1) mcm20 was used during an unknown (curage) procedure. It was reported that the clips would not deliver (feed).. The case was completed with another instrument and there was no consequence to the pt.